Event description:
Within 3 years of getting silicone gel breast implants I got severe insomnia, chronic fatigue, muscle weakness, no muscle recovery. Hair loss, weight gain, easy bruising, temperature intolerance, low libido, ringing in ears; severe hot flashes all day and night long. Skin rashes that come and go, early menopause, swollen lymph nodes; severe breast pain, burning sensation in breasts. Muscle twitching, vertigo, back pain, vision disturbances, digestion issues and sudden food intolerances, smell sensitivities, constant throat clearing, migraines and hashimoto's diagnosis.